Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) found the pinch valve not opening the path from the needle bellows to waste chamber. The fse trimmed and redressed the tubing. The fse verified the repair per established procedures, and the instrument was returned into service. The root cause of this event is attributed to damaged pinch valve. The manner by which the pinch valve sustained the damage is unknown.

Event description:
The customer indicated that the bellows of the needle assembly of a coulter lh 500 hematology analyzer were filling up with blood and about 5 ml leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. No death, injury or modification to patient treatment was associated with this event. There was a exposure control/risk management plan in place at the facility and the material safety data sheet was available for review.